Manufacturer narrative:
The rv lead and ICD remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with shock impedance measurements above 200 ohms. The sensing, pacing threshold, and pacing impedance measurements were stable and there were no episodes recorded due to noise. The physician performed a synchronized shock of 0.6 joules and the shock impedance measurement was in normal range at 76 ohms. Data was submitted to boston scientific technical services (ts) for review. A ts consultant discussed that the shock impedance measurement is trending on the distal coil at around 123 ohms, but the proximal coil has an even higher shock impedance measurement which is resulting in the observed above 200 ohms measurement. It does appear to be a complete open circuit and is potentially due to patient condition or calcification around the shock coils. Additional troubleshooting was discussed. The shock configuration was changed from distal coil to can. A stress test was performed and no noise or strange artifacts was observed. In addition, a commanded 41 joule shock was delivered and the shock impedance measurement was 113 ohms. A manual shock impedance test was performed afterwards and yielded a measurement of 125 ohms. The physician decided to keep the shock vector in this configuration and the patient will continue to be monitored. No additional adverse patient effects were reported.